Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if any product condition could have contributed to the reported hypoglycemia. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours on the leg. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6). At 10:01 pm, the patient went to the emergency room due to low bg levels where the patient was treated with IV fluids.